Event description:
A report was received that the patient developed infection at the ipg site. Symptoms included redness and swelling. The physician believed that the infection was procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.